Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the manual stapling handle would not complete the burn cycle. The stapler was able to fire, but the staples were stuck together. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.